Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle)? The event had no adverse effect on the patient, and the doctor continued to suture after replacing another suture.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.